Event description:
When using a dexcom g7 cgm (continuous glucose monitor), it failed after about 3-5 days. I was told to replace the sensor/transmitter. The g7 sensors by dexcom seem to have a large number of times that it is "not communicating". This is detrimental for people like me with an integrated tandem insulin pump that is designed to adjust based upon my glucose readings. In this situation, it just merely failed. It seems that dexcom is limiting "replacing" their flawed product. Clearly, this is a device issue. My pump is connected to me. The failure of a dexcom g7 has nothing to do with distance, it has everything with the technology. I would like the FDA to intervene to mandate that replacements are sent when there exists a failure of the product. I am a type 1 diabetic since the age of 10 and that is closing in on 40 years now. It is not to my advantage to take advantage by being dishonest to get a "new sensor". I'm merely trying to decrease the morbidity and mortality/long term complications from not having control of my diabetes. It seems that dexcom needs a bit of a "talk" to make sure that their product lasts the 10 days it is supposed to; and, it maintains a better level of communication.